Manufacturer narrative:
B3: event date was entered.

Event description:
It was reported that upon removal from the patient, the nurse pricked herself with the needle. No patient injury or complications were reported in relation to this event.